Manufacturer narrative:
Concomitant products: platinum 1 series unfolder cartridge (serial number (B)(4)) and platinum 1 unfolder handpiece (serial number not provided). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from (B)(4) were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The product met manufacturing release specifications. The intraocular lens (iol) was returned to the manufacturer. The lens was inspected at (B)(4) microscope which showed a detached haptic. The lens was also missing a portion of the optic zone that could be related to an attempt to remove the lens. Small loose particles were observed on the sample compatible with handling the lens out of a particle controlled environment. Stains of hardened viscoelastic were dispersed through the lens pieces. The returned portion of the lens is consistent with a lens that has been removed. Based on the inspection of the returned lens, there is no indication that the failure could be related to manufacturing process. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that as the tecnis zcb00160 was implanted it rotated upside down in the eye. The lens was removed and another intraocular lens was implanted. However, the patient had 3+ corneal edema on day one post-op. He was treated with anti-inflammatory drops 6 times a day. The patient is still improving each day.